Manufacturer narrative:
The device will not be returned for evaluation, however the provided photographic evidence exhibits the reported event. A likely cause of this event is due to the application of excessive force and/ or collision with another instrument during use. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review shows a total of 1 device for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised the following: the zone specific ii meniscal repair system is a limited reuse item. The reuse schedule will be determined from the care taken during use. Using the device in a pry bar type manner will greatly reduce the life of the component. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A distributor reported on behalf of a customer that the 8530, zone specific ii meniscal repair cannula, right posterior device was being used during an acl reconstruction procedure on 21jul24, and ¿zone specific ii cannula broken easily during surgery. Surgeon followed the IFU and held softly on the meniscus. Surgeon is experienced in using zone specific.¿ follow-up assessment found that all fragments or components were retrieved from the surgical site using an arthroscopic grasper. The procedure was completed without the use of an alternate device. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A distributor reported on behalf of a customer that the 8530, zone specific ii meniscal repair cannula, right posterior device was being used during an acl reconstruction procedure on (B)(6) 2024, and "zone specific ii cannula broken easily during surgery. Surgeon followed the IFU and held softly on the meniscus. Surgeon is experienced in using zone specific." Follow-up assessment found that all fragments or components were retrieved from the surgical site using an arthroscopic grasper. The procedure was completed without the use of an alternate device. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.